Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The device system was tested in clinic with myopotential noise was able to be produced. Device data was sent to rhythmcare for review. Data review determined the r-wave amplitude decreased prior to the delivered shock. Rhythmcare provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.